Event description:
Ems crew responsded to a cardiac arrest within the hosp. The device operator stated the device was set to deliver a 200 joule shock. Reportedly, when the charge switch was pressed, the charge light did not illuminate and a charge tone was not heard. The device operator attempted to shock the pt, the device did not respond when the shock switches were pressed and the operator did not believe the device delivered a shock. The operator then selected 300 joules, the charge switch was pressed. The device operator stated the charge light came on for a very brief time, no charge tone was heard. The operator attempted to deliver a shocked to the pt, the device did not appear to respond when the shock switches were pressed. The device operator did not believe the device delivered a shock. The pt was transported to the emergency department and later expired. The reporter stated the pt's outcome waws not a result of device operation. The pt had a standing do not resuscitate orders and resuscitation efforts were not continued.